Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the shock impedance was high but within limits. The device was programmed off to wait for the noise to resolve. The patient will come in to the clinic later to have therapy programmed back on. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide additional information that the patient was checked at the clinic. The therapy is now programmed back on and the sensing vector was changed to secondary. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient was checked at the clinic. The therapy is now programmed back on and the sensing vector was changed to secondary. There were no adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the shock impedance was high but within limits. The device was programmed off to wait for the noise to resolve. The patient will come in to the clinic later to have therapy programmed back on. There were no additional adverse patient effects.